Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose readings of over 400 mg/dl and the insulin pump was alarming no delivery multiple times and the customer was unable to hear it while sleeping. Customer stated that they have done multiple set changes and the alarm continues to reoccur. Customer declined troubleshooting for the no delivery alarm. Customer stated that the night before they had blood glucose readings of over 600 mg/dl and when attempting to treat with a bolus the insulin pump alarmed no delivery. Customer mentioned waking up in the morning with blood glucose readings of 452 mg/dl. No product is being returned for analysis. Customer reported that alarm was resolved with a complete set change.